Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 450 units of insulin. The customer's blood glucose level was in the 230's (mg/dl). The customer was able to load a cartridge successfully and resume delivery.